Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that a component of the device was damaged. The root cause of the customer's experience is the insertion of the clip applier into the trocar, while a clip was already loaded. The ca500 jaws must collapse through the trocar to facilitate a true m/l clip. Having a clip loaded into the jaws will prevent them from collapsing, which may lead to damage to the inside of the trocar. The instructions for use (IFU) state, "do not place the clip applier through the trocar if a clip is present in the jaws. Doing to may result in damage to the device or dropping of the clip." This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole procedure- "the device misfired several times before a second ca500 needed to be opened to finish the case." Patient status: fine.